Event description:
A peritoneal dialysis patient reported that the cycler has not been draining properly and he has been utilizing stat drains to complete treatment. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of 200%. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no infection or adverse event. There were no antibiotics prescribed or medical intervention administered. The patient utilized stat drains to complete treatment.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The simulated treatment was performed, completed without any failures or problems. During drain 0, the patient line was clamped and, as expected, a dc (drain complication encountered) support warning occurred after 3 minutes. The cycler weighed fill volume values were within tolerance. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed sign of physical damage .the front panel bezel gasket was drooping over the center of the front panel overlay. There was no presence of visible liquid or evidence of past fluid within cycler. A device history review was performed and found no non-conformances.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler has not been draining properly and he has been utilizing stat drains to complete treatment. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of 200%. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no infection or adverse event. There were no antibiotics prescribed or medical intervention administered. The patient utilized stat drains to complete treatment.